Event description:
It was reported that the vaccine leaked out at luer due to the needle not connected properly, also plunger movement was difficult with a bd integra¿ syringe with detachable needle. The following information was provided by the initial reporter: (1 of 2 complaints). It was reported vaccine has squirted out before actually reaching the needle due to it not being connected properly and there was trouble pulling the plunger up. It was also reported that the patient experienced soreness in both arms after injection.

Manufacturer narrative:
Investigation: since no samples displaying the reported condition were received a potential root cause could not be defined. However, based on description it is possible the needle was not securely attached prior to attempted use. Per instructions for use it is important to ensure the needle is securely attached to the syringe barrel before use. Since no samples displaying the reported condition were received corrective actions are not necessary. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the vaccine leaked out at luer due to the needle not connected properly, also plunger movement was difficult with a bd integra¿ syringe with detachable needle. The following information was provided by the initial reporter: (1 of 2 complaints). It was reported vaccine has squirted out before actually reaching the needle due to it not being connected properly and there was trouble pulling the plunger up. It was also reported that the patient experienced soreness in both arms after injection.